Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the therapy was not helping the patient¿s back pain because they turned it off when it started the shocking sensation, and turned it back on when the pain got worse. The patient had no relief of back pain and their back pain level was 3 and their leg pain was 0. The patient clarified that the stimulator was working and that they only turned it off at times because they were getting a positional shocking sensation that they had about a year ago; the clinical diagnosis was an undesirable shocking sensation with stimulation. It was noted that the event was possibly related to the device or therapy, unlikely related to the implant procedure, and due to programming; the final programming date and time for most recent interrogation prior to the event was (B)(6) 2018. Interventions taken included contacting a manufacturer representative. The outcome of the event was noted to have been ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the event was resolved as of (B)(6) 2019 due to overstimulation and after a manufacturer representative checked it. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the exact cause of the overstimulation was not determined. No further complications were reported/anticipated.